Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform occlusion, the excessive no delivery and unexpected restart test due to motor error alarm during bolus delivery. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a reservoir change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.